Event description:
Customer called to report insulin pump alarmed for button error. Blood glucose reading was 270 mg/dl. The customer had treated with manual injection. Customer stated that he probably ate too much for breakfast but feels fine. The customer mentioned that he fell into the river while wearing the insulin pump prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. No button error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.